Event description:
Vague report of the pump "dispensed too much-500mg in 5 hrs. Should have been 500mg in 10 hrs." There was no adverse event for the pt. The reporter stated that the pt "may have had a key." There was no apparent misload or tampering noted after the suspected overdelivery. The pt is suspected by the hosp as having a "drug seeking" desire. No other info is available at this time.